Event description:
On (B)(6) 2015, in the morning, used fisher wallace cranial electro stimulator for first (and only) time. Due to the product defuse (lack of safely features), I accidentally kicked the intensity level slide up. Didn't realize it till near end of treatment (at 20min). I was at high level instead of low level. Suffered prompt adverse effects of hyper excitement, then lightheadedness, ringing in ears, inability to concentrate (loss of short-term memory), crawling sensation in my temples. Became very anxious and depression as a result (with pre-existing condition - exacerbated). Have not fully recovered from the adverse symptom. Principally increased depression.